Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 50 mg/dl fasting. Customer stated when she went to her doctor's appointment, the result obtained with the doctor's meter had been 112 mg/dl fasting. Tests were not performed back to back. Customer stated she was not feeling any symptoms when the result of 50 mg/dl had been obtained. The customer's expected fasting blood glucose test result range is 115 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Customer did not have test strips with her at time of call and so was not able to provide manufacturer's expiration date. The open vial date is (B)(6) 2017 and the product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history: (B)(6).